Event description:
Study report: it was reported that while a trained physician was prepping the stent prior to insertion, the xpert stent prematurely deployed. There were no reported patient effects and no additional info available.